Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode during a non-boston scientific lead integrity testing. Subsequently the system was explanted. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported. Attempts to obtain the model/serial of the non-boston scientific leads were unsuccessful.

Manufacturer narrative:
This pacemaker was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and confirmed to be normal. The battery was forwarded for detailed testing. A depleted battery cell was confirmed but the root cause was unable to be determined.

Event description:
It was reported that this pacemaker device was found in safety mode during a non-boston scientific lead integrity testing. Subsequently the system was explanted. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.